Event description:
It was reported that, during the implant, the subclavian artery was punctured by the introducer sheath. The patient hemorrhaged, requiring intervention by a vascular surgeon. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.